Event description:
During preparation of the trufill dcs orbit 12x30 complex standard coil system, air remained in the hub after air purging was done several times. There was no damage noted to the system, and the product was handled and prepped according to the IFU. The hub was not cracked and the syringe was connected properly on the hub of the orbit system. It is not known if all air was purged from the syringe. After disconnecting the coil delivery system, no damage was noted on the hub of the orbit coil system or the syringe. There is no further information regarding the syringe, however, according to the affiliate, there were no damages or issues reported for the syringe. The product was not used in the patient and the procedure was completed using another device. There is no further information.

Manufacturer narrative:
It was reported that the product will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process, and inspection process that can be related to the reported complaint including the purge hold flow test. No nonconformance records were issued for this lot. Based on the available procedural information and without the return of the product, no conclusion can be made regarding the report that air remained in the hub of the trufill dcs orbit system purging. No indication of manufacturing related issues were found with the device history record review.